Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause was determined to be installation of the incorrect lamp. - main lamp did not ignite due to an installation of the wrong lamp (md-631) thus e103 was indicated. - wrong lamp, md-631, was installed when replacing the lamp. The instructions for use (IFU) states the following: 6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the lamp was intermittently failing to ignite and emit light due to the wrong olympus lamp installed. (Md-631 instead of maj-1817). In addition, damaged scope socket tab not protecting socket pins was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed an e103 error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.